Event description:
The electric system 6 sagittal saw was returned to stryker instruments for service, and during functional evaluation it was noted that the handpiece displayed a bias current error. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the device evaluation, the reported event of bias current error was duplicated. It was discovered that the potted pcb assembly failed, which caused a circuit failure. A pcb failure was the cause of the reported event.